Manufacturer narrative:
(B)(4), during meter evaluation no secondary issue was observed. The meter passed testing with no faults found; pa was unable to duplicate the error.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging an issue with the onetouch verio iq meter reading blood as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was observed where the vial was over labeled. The control solution has also been returned but not evaluated by lifescan product analysis since evaluation was not required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: no error message was observed; however, a secondary issue was noted where the meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.